Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy. Technical support arranged replacement pump with updated software.